Event description:
It was reported through the patient's sister that the patient had bilateral hip implants. Patient is complaining of pain, and swelling in both hips. Patient also is limping. Pain was especially bad during (B)(6). Patient also has had migraine headaches since having surgery.

Manufacturer narrative:
The following other hip devices were also listed in this report: secur-fit max 127 hip stem #10; cat# 6052-1035s; lot# mjmwlp; trident psl ha cluster 58mm; cat# 542-11-58g; lot# mjr59a; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mjr7xk; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mjtya0; c-taper cocr lfit head 40mm/+2.5; cat# 06-4025; lot# mjmk7m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain, etiology unknown, involving a trident 0 deg insert 40mm was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided operative reports and progress notes by a clinical consultant indicated: ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for the clinical situation described in the event description in this case.¿ device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A review of the provided operative reports and progress notes by a clinical consultant indicated: ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for the clinical situation described in the event description in this case.¿ the exact cause of the event could not be determined because of a lack of information. Further information such as progress notes that documenting the reported event and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported through the patient's sister that the patient had bilateral hip implants. Patient is complaining of pain, and swelling in both hips. Patient also is limping. Pain was especially bad during the winter of 2012/2013. Patient also has had migraine headaches since having surgery.